Event description:
A registered nurse reports that due to her exposure to latex gloves she as developed an allergy to latex. She reports having been exposed to latex gloves made by several different glove manufactures.